Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the niti core wire had been fractured. The platinum coil was noted to have been stretched starting at the fracture of the niti core wire. There was no break on the platinum coil. The total length of the niti core wire was confirmed to be equivalent to that of the current product sample; it is most likely there is no missing section on the niti core wire. Actual device: distal fractured section 7mm + section from the fracture to the proximal end 243mm =250mm; current product sample: total length 250mm. Magnifying inspection of the fracture, and around the fracture found that the platinum coil had been unraveled on the portion between the its joint with the niti core wire at the distal section of the device and its joint with the stainless steel coil and niti core wire. Electron microscopic inspection of the fracture end of the niti core wire found that the dimple pattern had been generated on the surface of the fracture cross-section. Inspection from the lateral side did not reveal any bend or diminishment toward the fracture end. Magnifying inspection of the stainless steel coil confirmed that there was not any anomaly, such as jumbling or stretching in coiling. The outside diameter of the stainless steel coil segment was verified to meet the specifications. The wall thickness of the niti core wire was measured on the section adjacent to the fracture and confirmed to be normal, being equivalent to that of the retained sample from the involved product code. With the actually measured values as follows: actual device: 0.028mm; retention sample: 0.028mm. Reproductive testing was performed on the factory-retained runthrough ns samples. The test samples were subjected to four different types of force respectively in the state of their distal sections of the coiled segments being trapped. One-way pulling force: the test sample was subjected to one-way pulling force until the niti core wire became fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end with the fracture end being in the slant shape. This state differs from that seen on the actual device. Repetitive bending force: the test sample was subjected to repetitive bending force at a 90-degree angle until the niti core wire became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no bend or no diminishment toward the fracture end. This state was found to be very similar to that seen on the actual device. Pulling force to the guide wire in the state of being formed into a loop-like shape. The test sample was subjected to a pulling force in the state of being formed into a loop-like shape until the niti core wire became fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end with the fracture end being in the curved shape and with the distorted pattern generated on the fracture cross-section. This state differs from that seen on the actual device. Torque force: a product sample was subjected to repetitive one-way torque forces until the niti core wire became fractured. Subsequent electron microscopic inspection of the fracture revealed the shaft had been distorted at the fracture end. This state differs from that seen on the actual device. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the platinum coil of the actual device was trapped due to some factor(s), due to which excessive force was focused on the trapped section, resulting in the fracture of the niti core wire. Subsequently, during withdraw; pulling force stretched the platinum coil. It is likely that the distal coil segment of the actual device was caught in the tightened valve of the y-connector used in combination with the actual device. However, the exact cause of the reported event cannot be definitively determined based on the available information.terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved runthrough ns was used as the first wire in a pci procedure. The distal coiled section became fractured at the first use. The device was changed out to a new one. The procedure outcome and patient impact was reported to be unknown.